Event description:
It was reported that the patient experienced a lead fracture with elevated impedances on 3 to 4 contacts. The patient lost therapy. Reprogramming was unable to return paresthesia to the target area. X-rays were taken, but the results were not provided. The patient outcome was reported as requiring explant and replacement.

Manufacturer narrative:
Lead model 3487a-56, lot # j0527878v, implanted: (B)(6) 2005, explanted: (B)(6) 2006; extension model 748940, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2006; plug accessory model unknown, lot # unknown, implanted: unknown, explanted: unknown. Analysis of the lead model 3487a, lot # j0527878v found no significant anomalies. All conductors were stretched at the proximal end. Continuity was acceptable, and the distal end was intact and undamaged. There were suspected body fluids observed in the lead with no impact on lead performance. The lead was functionally ok but stretched. Analysis of the extension model 7489, serial # (B)(4) found broken conductor wires. Two conductors were broken at their respective straight to coiled wire crimp sleeve. One conductor was pulled off the coiled to straight wire crimp sleeve. The #3 conductor was broken on the #3 distal end connector crimp sleeve. The body insulation was cut through and the product segmented at the distal end of the extension. Continuity was acceptable from the extension proximal end to the segmented end of the extension. Analysis of the ipg plug found no anomaly.